Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a stuck button alert and the screen was flashing. Troubleshooting was performed and it was found that the customer received a stuck button alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type: ngp. Patient returned pump for an alleged high bg¿s, missing segments/partial display, and keypad unresponsive/button error alarm observed on 17-dec-2022.pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. All buttons function properly. No missing segments/partial display noted during testing. Thump was utilized and downloaded trace/history files properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files 12/16/2022 22:53:16.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, scratched case, cracked keypad overlay, pillowing keypad overlay.in summary, pump passed all required testing. Unable to verify customer alleged for high bg. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. No missing segments/partial display noted during analysis. Missing segments/partial display not confirmed. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. All buttons function properly. No missing segments/partial display noted during testing. Thump was utilized and downloaded trace/history files properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files (B)(6) 2022 22:53:16.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, scratched case, cracked keypad overlay, pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. No missing segments/partial display noted during analysis. Missing segments/partial display not confirmed. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.